Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting the patient's name. Customer support (cs) reviewed the pump with the reporter and was told that the basal delivery was working but bolus was not and was instructed to give injections for bolus. There is no reported adverse event with this complaint. This report is being made due to the unusual product issue (bolus delivery issue).